Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found tubing at valve 19 (vl19) was leaking clenz upon shutdown of the lh780 instrument. The fse replaced the tubing at vl19 to resolve the leak reported. Identification of failure modes: the failure mode is leak from tubing at vl19. There were no erroneous test results associated with this event. Upon recur for the leak; the failure mode is likely to generate erroneous white blood cell and hemoglobin results due to improper bath mix. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 780 hematology analyzer. While running shutdown, the customer reported a leak of clenz into the instrument. The customer did not know the source or volume of the leak. The operator was wearing gloves and a labcoat at the time of the incident. There was no report of operator exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.